Event description:
The device was used during a dog spay. Reportedly, the wound dehised. The surgeon performed a re-operation and applied another suture to correct the condition. The surgeon has reported no injury occurred.